Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of a permanent failure flag was triggered for cfet was detected. This condition has a potential for patient harm. The back handle housing was removed and the internal of the handle was investigated. The gas gauge file for the battery was evaluated and the cfet permanent failure status was tripped. The battery board components were evaluated and the c26 capacitor was found to be shorted. Once the capacitor is shorted battery permanent failure shuts off the handle and prevents the handle from further use. The reported issue was confirmed. The root cause of the observed condition was determined to be a result of component failure. Internal processes have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially cont ributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the charger was responding but when the handle was removed from the charger, it did not power on. The charger was replaced but the handle still did not power on. The charger in the hospital was working without problems with other handles. There was no patient involvement.